Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate hv shocks for sinus tachycardia. Patient did not experience any symptom during shock. Programming changes were suggested.